Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer contacted technical support (ts) stating that unit had 35 volt supply failed and five volt supply failed. The customer reported there was no patient involvement.

Manufacturer narrative:
G4: 03sep2020. B4: 02oct2020. Manufacturer's field support engineers (fse) evaluated the unit and confirmed the reported issue. Fse's were able to observe error codes of 3.3 v supply failed, 5 volt supply failed, blower temperature high, ovp circuit failed, 35 volt supply failed, and motor controller (mc) pcba adc failed. These error codes were also found in the unit's diagnostic log (drpt). Fse replaced the unit's mc pcba (board) to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:20feb2021. B4:22feb2021. D4: UDI#:(B)(4). H11:g5:k102985. Failure analysis on the returned motor controller board shows that the motor controller board was tested, and customer complaint was verified. The root cause is the failure of ic u10. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.